Event description:
It is reported that a customer experienced high blood glucose. The customer's blood glucose at the time of the call was 147 mg/dl. The customer was not hospitalized and it is unknown whether the high blood glucose was caused by the insulin pump. No further information was provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.